Manufacturer narrative:
DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation but provided a picture showing broken tray. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Event description:
It was reported that the patient woke up and felt the device was loose and then noticed it was broken near the molars on the bottom. It was reported that there was no injury and no harm or adverse outcome was experienced by the patient. There was no medical intervention required. The patient stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).